Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1wa3r, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI #: (B)(4). Event problem and evaluation codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Patient said the lead was coiled up from battery movement. The environmental/external/patient factors that may have led or contributed to the issue was patient compliance. As a result of what was reported, the system was replaced discarded. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.